Event description:
The customer stated that there was eschar on the jaws of the device during use. When the jaws were opened, the tissue became damaged and bleeding occurred. Bipolar energy was used to stop the bleeding and the surgery was not affected in any way.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.